Manufacturer narrative:
Stryker field service representative evaluated the customer's device and was not able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the paddles lead. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not detect the paddles lead. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. H3 other text : device not returned for evaluation.